Manufacturer narrative:
(B)(4). D10: medical product: 12mm height size c articular surface with hinge post extension: catalog#00588003012, lot#64649591; left size c cemented option femoral component: catalog#00588001301, lot#64652967; 14mm diameter 100mm length offset stem extension combined length 145mm: catalog#00598802014, lot#64746623; size 2 precoat cemented tibial component: catalog#00588000200, lot#64739881; tibial full block augment precoat size 2 10mm thickness: catalog#00588000210, lot#64930483; optiac 60 refobacin bone cement r-3: catalog#4711500396-3, lot#az24ag2701; cement restrictor: catalog#eb0101, lot#8490av070. G2: foreign: germany h6: proposed component code: mechanical (g04) - stem diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately three (3) years and four (4) months post-implantation, an unknown component of the prosthesis fractured and the patient underwent revision surgery to replace the affected component. Due diligence is in progress for this event; to date all available information has been provided.